Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an atrial fibrillation procedure. The farawave catheter was partially inserted into the faradrive sheath. Although the physician aspirated as per protocol, an unusual amount of air bubbles remained and could not be cleared. The sheath was replaced, and aspiration was successfully performed with the new device. The procedure was completed without issue using a different sheath of the same model. No patient complications were reported. The device is expected to be returned for investigation. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage was noted nor any air in patient was noted. A pressure bag irrigation method was with a unknown flow rate.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an atrial fibrillation procedure. The farawave catheter was partially inserted into the faradrive sheath. Although the physician aspirated as per protocol, an unusual amount of air bubbles remained and could not be cleared. The sheath was replaced, and aspiration was successfully performed with the new device. The procedure was completed without issue using a different sheath of the same model. No patient complications were reported. The device was received for analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage was noted nor any air in patient was noted. A pressure bag irrigation method was with a unknown flow rate.